Event description:
A nurse called on behalf of the customer. He stated the customer rec'd a blood glucose reading of 246 mg/dl from her contour meter and a reading of 120 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for eval. Replacement strips were sent to the customer.